Event description:
A minimum fill notification was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer was attempting to load a new cartridge with 300 units of insulin, of which 268 units were usable. Technical support instructed the customer to remove the pump from its case and clean the pneumatic tap area with an alcohol wipe or lint-free cloth. The issue was resolved after reloading the same cartridge, allowing the customer to successfully resume insulin delivery.